Event description:
It was reported to st. Jude medical that the device exhibited a sensing anomaly at follow-up. The lead impedance was stable and capture was <1mv. The case was discussed with the physician. It was later reported that the ICD and concomitant lead were explanted due to an infection in the pt's blood stream.